Manufacturer narrative:
At analysis it was noted that though the device passed all functional and systems tests it was found to have disturbed pins in the patient connector. It was being sent on for repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The software analyzer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.